Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was around 224 mg/dl. It was reported that the act button was hard to press when they went to the health care professional for a regular appointment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.